Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was unable to put their right system into MRI mode. Troubleshooting took place but were unable to connect to the device. Surgical intervention took place where the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.